Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Three opened devices and four sealed representative samples were available for evaluation. Visual inspection of the opened samples noted three empty packages. No used needles or sutures were returned. Visual inspection of the representative samples noted varying degrees of discoloration (dark color) and suture stiffness were noted near the needle attachment point of several sutures. Functional testing of the representative samples showed that the breathable pouches were opened without any tears to the packaging. The sutures were removed from the retainers without difficulty. The sutures were loaded onto a machine by clamping the needle with a pneumatic grip with a serrated face and the suture end with a pneumatic yarn grip. No suture breakage or fraying was noted while handling or loading the sutures into the machine. The machine then pulled the sutures until the needle disengaged from the sutures. The load force at the point of detachment was measured and the results were found to meet specifications. In addition to testing, the samples were subjected to testing of the needle attachment force, and results demonstrated lower forces. It was reported that the thread came off the needle when trying to remove it from the packet. The reported issues were confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the needle was not staying on the thread. Another suture was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the needle was between a set of forceps, and the thread came off when trying to remove it from the packet. Another suture was used to resolve the issue. There was no patient injury.